Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she had reagent on the swab and inserted the swab into her nostril. The consumer immediately rinsed her nose with water and confirmed that she did not experience irritation or discomfort. Additionally, the consumer confirmed there was no serious injury or allergic reaction due to the reagent exposure.

Manufacturer narrative:
Technical service provided the safety data sheet to the consumer. Technical services advised the consumer to contact their health provider if any irritation occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6)2023. Per the consumer, she had reagent on the swab and inserted the swab into her nostril. The consumer immediately rinsed her nose with water and confirmed that she did not experience irritation or discomfort. Additionally, the consumer confirmed there was no serious injury or allergic reaction due to the reagent exposure.

Manufacturer narrative:
D4-UDI(B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.d4/h10:UDI h6: a25 for medical device problem code h3 other text : single use; device discarded